Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated the patient reported being able to pick up a radio station from (B)(6) while in (B)(6). When asked for clarification about what the patient meant by ¿picked up¿ a radio station, the caller indicated that the patient heard music from another room when standing in a specific location. They looked up the playlist or heard a commercial to indicate that the source was located in (B)(6). Additional information was received from the rep: it was reported that the confirmed allegation was that the patient's device was causing them to pick up a radio station from (B)(6). The cause was unknown, and there were no actions taken to resolve the issue as it was believed to only have happened once. The issue was not resolved. There were no further complications reported.